Manufacturer narrative:
Device evaluation summary: according to the information received, the patient experience a rupture in the breast implant. During the visual inspection, the device was found to be ruptured. Please note that the product evaluation lab couldn´t identify a conclusion due to the specific nature of this rupture and insufficient paperwork. The evaluation was limited to non-destructive testing. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient who underwent primary breast augmentation surgery with a 400cc mentor memorygel breast implant experienced right sided rupture post procedure. As result, patient underwent removal and replacement with like device on (B)(6) 2020.

Manufacturer narrative:
The updated investigation of the returned device was completed by the failure analysis lab on september 5, 2021. Device evaluation summary: according to the information received, a rupture occurred in the smooth hpg, 400cc breast implant. Additionally, a breast implant malposition was reported with lateralization of the breast pocket and bottoming out of the right breast pocket. The product was returned to mentor for evaluation. Mentor then conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample revealed that the smooth hpg, 400cc breast implant was found to be ruptured and received in two (2) parts. Microscopic examination was performed on the edges of the tear, and parallel striations were found in an area of the tear on the anterior aspect, measuring approximately less than 0.1 cm. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. The cause in the remaining area of the tear could not be identified. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Implant displacement/migration may occur from improper implant sizing and/or placement, i.e., when the implant is too large or the pocket too small or when there has been inadequate preoperative assessment of stresses causing movement of the prosthesis. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2021, mentor became aware that patient also experienced device migration post procedure. Patient experienced bottoming out and malposition post procedure. Reason for device explant and/or reoperation: rupture and device migration. Manufacturer¿s reference number: (B)(4).